Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: a review of the pump¿s black box data revealed no evidence of pump reboots. The battery compartment was cracked. The returned battery cap had damaged threads. The returned battery cap was unable to secure onto the pump, and was unable to maintain an electrical connection with the pump. A test cap was used to complete the investigation. The pump was opened and no additional damage was observed inside the pump. Also unrelated, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.